Manufacturer narrative:
Evaluation summary: manufacturer evaluated the wheelchair on or about january 5, 2007. Manufacturer inspected the bracket attaching the recline actuator to the seat frame. Manufacturer believes that the fasteners were under torqued, during assembly of the recline actuator to the seat frame. Manufacturer further believes that obvious signs of required maintenance were never performed by the dealer or client, which would have prevented the incident. To the extent, the improper assembly occurred at the manufacturer level, quality assurance had been notified. Manufacturer replaced the bracket, properly torqued the fasteners and provided the user with upgraded armrests.

Event description:
It was reported to the manufacturer that the bracket holding the recline actuator came off of the seat frame on this wheelchair. The user fell from the chair and suffered facial lacerations. Manufacturer inspected the wheelchair. Manufacturer believes that the fastners were under torqued, during assembly of the recline actuator to the seat frame. Manufacturer further believes that obvious signs of required maintenance were never performed by the dealer or client, which would have prevented the incident. To the extent, the improper assembly occurred at the manufacturer level, quality assurance has been notified. Manufacturer replaced the bracket, properly torqued the fasteners and provided the user with upgraded armrests.